Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(4) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy evidenced by blood glucose measuring 3.0 mmol/l with confusion and neuropathy of the hands. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter admitted to changing the basal rate programming in the pump on their own without being advised by a health care provider to do so. There was no alleged pump malfunction. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy associated with training/misuse.